Event description:
It was reported that while saving a portable document format (pdf) file to a universal serial bus (usb), the programmer rebooted and an error occurred. Technical support (ts) suggested the caller run the service disk to clear the error. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)